Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on an unknown date, the mini quick coupling mechanism jammed and did not work. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports as received condition to be mechanism jams and does not work. The report states that the investigation has shown the mechanism of the coupling part is indeed blocked. Therefore, it is not possible to engage the screwdriver shaft any longer. The fact is known that high mechanical force will be applied to the screwdriver during use. It is especially taken into consideration while locking screws and plates that this mechanism is limited to its function. In conclusion a new design is already available.